Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft delivery system and its components were implanted into pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that the pt had disease progression, expanding the diamter of the aortic neck. It was reported that 43 months post stent implantation that the stent graft had migrated, resulting in a type I endolleak which led to the rupting of the aneurysm. The pt was treated with another manufacturer's stent graft. The pt was in stable condition at the end of the procedure and no additional clinical sequalae were reported.